Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure. During the procedure, one of the ibts ruptured in the vertebral body. The patient reportedly had an "older, harder fracture, approximately 7 or 8 months old, and maybe sclerotic bone too which may have contributed to the balloon rupture." The balloon was inserted and inflated to 400 psi and the inflation syringe disconnected. The balloon in question then ruptured while sitting at high pressure in the vertebral body while the balloon on the other side was being inflated. According to the report, it appeared that the "inner catheter of the balloon continued to stretch while trying to remove the ibt", giving a "rubberband effect". It was thought that the balloon may have ruptured against a bone shard and became twisted within the vertebral body as it seemed that "the distal marker seemed to be hung up". After multiple unsuccessful attempts to remove the ibt, the shaft was finally able to be removed, leaving the radiopaque markers and a portion of the balloon in the vertebral body (which was confirmed in imaging). It was also reported that the patient returned for a 5 day follow up with no symptoms and "all pain from previous fracture was gone". No further information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.